Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed air bubbles in the flush line of the sheath during aspiration mid-way through the procedure. Air was not observed in the lumen of the sheath. The physician then removed the catheter and flushed the sheath. The catheter was then reinserted into the sheath, and bubbles were still leaking in the sheath. The physician noted a failure of the hemostatic valve that may have contributed to the event. An alternate device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed air bubbles in the flush line of the sheath during aspiration mid-way through the procedure. Air was not observed in the lumen of the sheath. The physician then removed the catheter and flushed the sheath. The catheter was then reinserted into the sheath, and bubbles were still leaking in the sheath. The physician noted a failure of the hemostatic valve that may have contributed to the event. An alternate device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review/service history: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.